Event description:
It was reported that the patient reported the controller was doing nothing, the screen was black and they could not see anything on the screen. Patient stated they called the representative and the representative had them reset the controller and wipe off the contacts and put the battery back in but that did not do anything for it. Patient said they changed the plugs and tried to use the controller in various plugins and the controller was still black. Patient service walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller did not power on. Pt stated the ac power supply does not have a green color to indicate it's functionality, even after changing plugs. Patient put in aa batteries and the screen came up with memory problem, agent assisted pt in fixing that. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the ac power supply device.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745ac; serial# unknown; product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.